Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient died at work. Leadless implantable pulse generator (ipg) was implanted (B)(6) 2025 with no issues noted. Patient was seen by the clinic on (B)(6) 2026 and the leadless ipg was reprogrammed. The patient passed away at work on the (B)(6) 2026. The cause of death remains unknown.